Event description:
The handled computer and related software were received for product analysis on (B)(6) 2012. An analysis was performed on the returned handheld, and no anomalies associated with the main battery were noted during testing. However, it was identified that the sync cable connector on the bottom of the handheld was damaged. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported by a manufacturer's representative that her handheld would not hold a charge. The cables were checked and they appeared to be ok. At that time, the handheld was plugged back in and the bar showed that it was charging the battery or at least receiving power from the power cord. It appeared at that time that the issue had resolved. However it was then reported on (B)(6) 2012, that it was continuing to have problems as the handheld would again not turn on. On (B)(6) 2012, it was indicated that when the handheld was plugged into the charger, the power light would blink red, but will not turn on. Additionally the representative reported that her charger would not work to charge another handheld device. The handheld has yet to be returned to the manufacturer for analysis.

Manufacturer narrative:
Describe event or problem - corrected data: it was reported that the charger would not charge multiple handhelds, however this was incorrect as the charge was used successfully to charge a different device.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The lot number and version number of the software was determined. Additionally it was inadvertently reported that the "charger would not work to charge another handheld device", however the charger was successfully used to charge a different handheld device without issue. The handheld has not been returned to the manufacturer to date.